Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Medical records review: the patient with history of deep vein thrombosis and pulmonary embolism involving all five lung lobes had an inferior vena cava (ivc) filter deployed in adequate position. Approximately one month post filter deployment, CT of the abdomen and pelvis demonstrated malpositioning of the filter and bilateral pulmonary embolism. Two days later, the patient was started on a thrombolytic infusion. An inferior venacavogram was performed which demonstrated migration of the filter to a suprarenal location. The patient appeared to have a large deep vein thrombosis that embolized and became entrapped in the filter which had presumably caused cephalad filter migration. The thrombus extended through the filter almost to the level of the right atrium. The filter had a steep anterior angulation and was located just inferior of the hepatic segment of the ivc. Four days of IV anticoagulation was utilized to break up the clot. Approximately six days post hospital admission, the patient was scheduled for filter retrieval. Due to the steep angulation of the filter, it was unable to be retrieved with the conical retrieval device; therefore, a snare was used to grasp the hook and pull the filter into the retrieval sheath. Visual inspection showed the filter to be fully intact. Following filter retrieval, a temporary/permanent ivc filter was deployed below the lowest renal vein. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for cephalad migration, tilted filter, and removal difficulties. The investigation can also be confirmed for dvt above the filter and pe post deployment. However, the origin of the pe and the relationship to the filter has not been established in the provided medical record. Per the provided medical records, the filter was tilted at the time of removal. The filter was likely difficult to remove due to the angulation of the filter. Per the medical records, the filter presumably migrated due to the entrapment of embolized dvt in the filter. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Movement, migration or tilt of the filter are known complications of vena cava filters. Filter tilt. Filter malposition note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated. The patient was reportedly hospitalized to break apart a blood clot prior to filter retrieval. The filter was successfully removed percutaneously and a second filter was deployed. The status of the patient was not provided.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated. The patient was reportedly hospitalized to break apart a blood clot prior to filter retrieval. The filter was successfully removed percutaneously and a second filter was deployed. The status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, a cta of the chest demonstrated bilateral pulmonary embolism. Approximately two days post hospital admission, an inferior venacavagram demonstrated the migration of the ivc filter to the suprarenal position. Dvt had protruded through the filter almost to the level of the right atrium. The filter had a steep anterior angulation and was located just inferior of the hepatic segment of the ivc. Due to the steep angulation of the filter, it was unable to be retrieved with the conical retrieval device. A loop snare was used to grasp the hook and the filter was pulled into the retrieval sheath. Therefore the investigation is confirmed for cephalad migration of filter, tilted filter, and retrieval difficulties. Additionally, it can be confirmed that the patient experienced pe and thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b2, b6, g3 h11: g1, h6(method, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.